Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a patient of unknown gender, age or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, it was reported that the switch on button on the humapen memoir did not work anymore. This humapen memoir is associated with (B)(4) / lot 0902c02. On (B)(6) 2010, the device was returned and identified to have part of the double digit unit on display as not legible. The operator of the device, training status, length of use of the suspect device and device model were not provided. It was unknown if the device model would continue to be used.